Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the event. The patient was treated with ceftazidime injection (1 gm, everyday, ongoing, route not reported) and vancomycin injection (1gm, every fifth day, ongoing, route not reported) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information in b2, b5 and b6. B5: additional information was received and fourteen days after the event onset, the patient was hospitalized due to the peritonitis event. Nine days after hospitalization, treatment with dianeal therapy was stopped. It was reported that patient will be discharged after antibiotics has been completed. At the time of this report, the patient has recovered from the event. On an unreported date, the peritoneal dialysis (pd) catheter was removed and the patient was transferred to hemodialysis therapy (twice a week). Should additional relevant information become available, a supplemental report will be submitted.